Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 failed due to missing bumpers, which led to rail and ball-bearing damage, with the bearing retainer migrating out and all sub-component ball bearings falling out. A field service engineer replaced main half height drawer and properly configured in space configuration mode to resolve. The drawer was confirmed to be responsive after replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to open pocket on drawer 5. User attempted multiple time to troubleshoot issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.